Event description:
It was reported that during defibrillation testing at a device change out, the right ventricular (rv) lead failed to successfully deliver therapy. Reprogramming was conducted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284trk implantable cardioverter defibrillator (ICD), (B)(6) 2013; 5076 implantable pacing lead, (B)(6) 2004. (B)(4).